Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a reservoir leak. Customer stated that when she went to change her reservoir, she put in a new bottle of insulin and she could smell the insulin. The next thing she knew, the insulin was running down her finger. Customer continued to fill the reservoir. Customer's blood glucose level was 75 mg/dl. Customer stated that the location of the leak was on the transfer guard. Customer did not insert in the pump. Customer was advised to use another reservoir. Customer stated that after changing the reservoir, she did not have the issue. Both reservoirs came from the same box. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.